Event description:
It was reported that the patient developed an infection at the battery site and the pocket wound was superficial and mildly edematous. Symptoms of impaired healing, pain, fluid and purulent discharge were also noted. The physician believed that the infection was not device or procedure related and was due to patients history of methicillin-resistant staphylococcus aureus (mrsa) infection. Debridement and irrigation of the wound was performed using antibiotic impregnated saline solution. The patient underwent an explant procedure and was prescribed antibiotics. All device components were removed and kept by the medical facility. No device malfunction was suspected.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7127248/7132131.